Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a low heart rate and syncope was observed. It was noted an alert for power on reset (por) was observed, along with several pors and an inability to perform reprogramming or testing of the device. Loss of capture on both the right ventricular (rv) lead and left ventricular (lv) lead were noted and the cardiac resynchronization therapy pacemaker (crt-p) was at elective replacement indicator (eri), pacing at vvi65. The leads were tested via analyzer with optimal values. The crt-p was explanted and replaced and the patient required a temporary external pacemaker. Once the device was replaced, the patient became stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis found that the battery developed high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.